Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the white balance adjustment issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer informed olympus field service engineer (fse) during preparation for use, the user noticed that there was no image displayed on the monitor. The fse inspected/confirmed the error and replaced the visera elite ii video system center with another (same model) device. The patient was not in the room at the time of the event and no harm or impact was reported.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the physical evaluation of the device. The suspect device was returned to the olympus repair center for evaluation and the customer¿s reported problem was confirmed. During the inspection, olympus identified the image displayed horizontal lines with scope communication error code, e226, with message ¿clean up electrical contacts of video connector then reconnect it¿. The scope communication error problem was isolated to a defective front socket. The investigation is still in progress; therefore, the cause of the reported problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.